Event description:
It was reported that after implantation the hospital could not achieve any black boxes on the coupling scale, though they could interrogate the device. Two weeks later the pt returned for programming and the device was at 50% charge, and the hospital was still unable to obtain black boxes upon coupling. The pt confirmed that she had recharged on alternate days, however there was no recharge history on the n'vision. On (B)(6) 2011, the device reached discharge. A physician recharge with the antenna locator could not obtain coupling. It was reported that post-op it was suspected the device was implanted too deeply. The pt had the device explanted and reimplanted. One of the extensions was over the front right corner of the implantable pulse generator and the device was implanted quite deep. After reimplantation, the device could be charged. There was no overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).